Event description:
Ous MDR - it was reported that patient was admitted to the hospital after receiving multiple shocks. A lead fracture was suspected. The lead had been implanted for about 38 months. No additional adverse patient side effects were reported. No indication was given that this lead had been explanted. It was not returned for analysis.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.